Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The physician was implanting a stent graft in the abdominal aorta while using this (B)(4)equalizer balloon catheter to occlude the inferior vena cava. The patients anatomy was noted to be severely tortuous. There was no difficulty inserting or advancing this equalizer balloon catheter to the occlusion point. During inflation for occlusion, the balloon ruptured. The device was removed from the patient intact. The procedure was completed with another equalizer balloon. There were no reported patient complications. The patient status is listed as "good".

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)